Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the pump¿s black box showed one pump reboot event recorded after a replace battery alarm on (B)(6) 2014. The battery compartment was cracked on the side, extending from the threads to the cover and another crack was found between the threads and bumper pad. The returned battery cap had stripped threads and was unable to attach to the pump. The pump reboots were duplicated with the returned battery cap. A new test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated using the new test battery cap. There was no evidence of internal moisture or damage to the power circuit found when the pump was opened for investigation.